Event description:
Additional information was received during a follow-up on 16 april 2018, the atrial capture threshold was high and out of range. All other electrical parameters were stable. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the p-wave was undersensed by the device while the patient was in sinus rhythm. All other electrical parameters were stable and in range. The device was reprogrammed and the event resolved with no adverse consequences to the patient.